Manufacturer narrative:
The reported event of inappropriate/ unexpected reset was confirmed by analysis. As received, the device was returned in backup vvi mode for analysis. Final analysis determined that the device entered backup vvi mode following a reset, which was triggered by high-voltage (hv) charging in response to the patient¿s arrhythmia. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode upon interrogation. It was determined that the device's backup reversion had not been recommended, leading to its explantation and successful replacement. The patient was stable.